Manufacturer narrative:
Xeridiem complaint number #(B)(4).

Event description:
The customer reported that the item's tubing was cracked. The issue was identified before use, preventing potential harm. Two complaints with customer complaint numbers (B)(4)) occured on (B)(6) 2025 respectively. Note: the event took place in canada and were reported to health canada. As the devices are being sold in us, this MDR is submitted.